Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to issues with sound quality. The patient converted to a percutaneous baha implant system during the same surgery.

Manufacturer narrative:
This report is submitted on february 11, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 07, 2022.